Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -14.0/+5.0/109 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as user error.